Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that information was received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, no error codes were found on device, but the reported issue was able to be reproduced. The software version found on the device was 1.06.05.00, the firmware needed to be upgraded to version 1.06.10.00. The device passed all testing after upgrade. Additionally, the in-line proximal filter and air inlet foam filter were replaced due to preventive maintenance, which is not related to the malfunction/issue.